Event description:
On (B)(6) 2009, the patient reported that, while changing the insulin cartridge of his infusion device, he saw an air bubble inside the cartridge and removed the cartridge. He said this resulted in the plunger remaining attached to the piston rod and 3.15 units of insulin spilled into the cartridge compartment. The patient was assisted with removing the plunger from the piston road and setting up his backup infusion device. He was educated on the proper procedure to remove and change the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.